Event description:
It was reported the pt experiences burning pain when stimulation is on. X-rays were taken and revealed lead migration. The pt may undergo surgical intervention on a later date. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.